Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter broke during insertion. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was broke. The customer returned one snaplock assembly and one epidural catheter. The components were received connected together (reference attached files (B)(4) ). The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive can be seen on the outer extrusion. Microscopic examination of the catheter revealed the catheter is damaged at approximately 30mm (100171599) from the proximal end. The extrusion and coils are damaged (reference files (B)(4) ). No other damage was observed. A functional leak test was performed per amrq-000017 section 7.5 rev. 7 using the returned catheter with the lab leak tester (c05176). The proximal end of the catheter was inserted the returned snaplock assembly until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock assembly was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was damaged at 30mm from the proximal end, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The damage was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate unintentional user error caused or contributed to this event. The reported complaint of the catheter being damaged was confirmed based on the sample received. During the functional inspection, the returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 30mm from the proximal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The damaged was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that the catheter broke during insertion. There was no patient injury.